Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during a follow-up visit. No patient manipulation or trauma at the device site occurred that could have contributed to the reported event. It is unknown if patient x-rays have been taken or if any interventions have been planned or taken. Good faith attempts to obtain additional information regarding reported event have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the patient indicating that his battery has "died" and will not be able to have replacement at this time due to financial reasons.